Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the onlay implant, the patient experienced pain, ilioinguinal nerve densley adherent to mesh, mesh had formed a hard nodule, allodynia, plug easily palpable, and mesh partially wrapped around cord. Post-operative patient treatment included revision surgery, neurectomy, mesh removal, mobilization of the spermatic cord, and reconstruction of the abdominal wall and left adductor longus tendon.